Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir lip ring keeps coming off. Customer stated that they changing the infusion set when the reservoir broke off. Customer¿s current blood glucose was not given. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.